Event description:
A malfunction alarm identified as malf 12 was reported by the customer, who experienced no adverse impact to their blood glucose level. Technical support provided instructions and assistance to reset the device, and the issue did not recur afterward. The customer was advised that they could continue using the pump and to contact support again if the malfunction code reappeared, which they acknowledged and understood.